Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was used during a spaceoar placement procedure performed on an unknown date. During the procedure, the hydrogel was placed fully. It was noted the gel possibly failed to completely cover the space between the rectum and the prostate. The patient's condition at the end of the procedure is unknown. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 06/09/2020. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Healthcare professional was estimated as "physician" based on event details. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.